Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a modular cable and system controller exchange. The patient had no adverse effects directly after the change, international normalized ratio (inr) of 2.7, and was monitored for hours prior to being discharged home. Per the patient's family, the patient started having alarms at home and seemed confused. The patient attempted to change their batteries but was reportedly disconnecting everything and could not figure out what to connect after. The patient lost consciousness and emergency medical services (ems) were called. Ems performed chest compressions however the patient expired. Log files were submitted for review to get an idea of what happened prior to arrest. The log files captured multiple no external power alarms and driveline disconnects on (B)(6) 2023. There did not appear to be any alarms leading up to the no external power alarms and driveline disconnects. The no external power alarms were determined to be due to the patient disconnecting both system controller leads from power. At 3:00 pm on (B)(6) 23023 the driveline was disconnected without reconnection. Related manufacturer reference number: 2916596-2023-08699 (pump). Related manufacturer reference number: 2916596-2023-08700 (new system controller). Related manufacturer reference number: 2916596-2023-08701 (exchanged system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage to the modular cable was unable to be confirmed through this evaluation as the modular cable was not returned for evaluation and no photographs of the reported damage were submitted for review. Analysis of the submitted log files did not reveal events or alarms that would indicate an issue with the modular cable wires. It was reported that the patient passed away. No product is available for investigation. The relevant sections of the device history records for the modular cable, lot number 9165185, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable and system controller exchange due to driveline damage on (B)(6) 2023.